Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/21/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse on (B)(6) 2010 and mesh was implanted. Post procedure, the patient experienced a <1cm exposure at the top of the vagina and was treated with estrogen application and subsequent mesh removal. The patient's current condition is reported to be fine. Additional information was not provided.